Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after 47.8 months of service. The physician elected to explant and replace this device with a similar guidant ICD. The explanted device was returned to guidant to be analyzed for premature battery depletion.